Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this transcatheter bioprosthetic valve was part of a randomized clinical study entitled the (B)(6) trial, designed to compare transcatheter and surgical valves from several manufacturers. It was reported that 46 months post valve implant, another valve was implanted valve-in-valve due to aortic insufficiency/stenosis. No further information was received and no adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.